Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07879 was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported an 86-year-old female requiring an impella cp device for mechanical circulatory support. It was reported that while on impella cp the patient experienced frequent suction alarms due to a positioning issue. The pump was unable to be repositioned as multiple attempts ended with the pump pulling back into the aorta. During a reposition attempt it was noted that patient had developed sudden pericardial effusion/cardiac tamponade. The patient was on impella support for 8.39 hours before they expired. No allegations were made towards the impella cp for cause of death. It was determined that there was a probable left ventricular rupture that caused the effusion/tamponade.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ this report is being filed as part of a retrospective review of historical records.